Manufacturer narrative:
Device is used for treatment, not diagnosis. Pressure plate and the sealing ring got replaced. The machine was tested through a normal control. A CAPA was issued for to solve such problems and approve the manufacturing process in the future.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
A hospital in the (B)(6) reported the battery handpieces have a functionless button and the bottom button is sticking. This report is #3 of 3 for the same event.

Manufacturer narrative:
This device was used for treatment not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.